Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that 2 months ago there was a sudden onset of disturbing sound quality. He reported that later the sound was too loud and he experienced discomfort when the processor was switched on. No trauma has been reported and there are no known changes in health.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results and the location of the damage appear to match the problems of increasing impedance and uncomfortable sound mentioned in the recipient report. This is a final report.

Event description:
The user reported that in (B)(6)2017 there was a sudden onset of disturbing sound quality. Later the sound was too loud that the recipient experienced discomfort when the processor was switched on. No trauma has been reported and there are no known changes in health. The user was re-implanted.